Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user with gastroparesis experienced recurrent low blood glucose and difficulty filling cartridges, sought to return the device, and received troubleshooting and education on prefilled cartridges and target adjustments. Symptoms included hypoglycemia with subsequent rebound hyperglycemia after carbohydrate intake, with blood glucose reportedly rising into the 300s for several hours. Outcomes included no hospitalization or medical intervention. Investigation included complaint handling and review of the blood glucose questionnaire. Investigation of this case revealed no device alarms or malfunctions reported and no device component issues identified, with user behavior and glycemic variability likely contributing to the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear.